Event description:
Fr2 shock button intermittently inoperative. (B) (4).

Manufacturer narrative:
Method: device internal memory reviewed. Conclusions: this report is being filed as it cannot be concluded that recurrence would not lead to an adverse event.